Manufacturer narrative:
This MDR covers all reported fiber failures on this incident. All devices were requested to be returned for evaluation. A follow up MDR will be filed if the device is returned and evaluated.

Event description:
It was reported that 5 fibers failed during this procedure. When the physician used a fourth fiber, it burst outside the patient. Before the emergency shutoff could be engaged, the fiber burned through a technician's gown and into his forearm. The tech was diagnosed with a 3rd degree burn (about the size of a pinhole), but it was not disabling (he was able to return to work immediately). The physician was able to complete the procedure using another of the same device. There were no patient complications, and the patient is fine.